Manufacturer narrative:
(B)(4). Method: the warmer head assembly of an iw910jeu baby control mobile infant warmer was returned to fph service centre in (B)(4) office. It was visually inspected for cracks. Results: visual inspection revealed that the returned warmer head was cracked, confirming the reported fault. Discolouration was also observed on the upper head harness connector. A lot check revealed no other complaints of this nature for lot number 031125. Conclusion: evaluation of the affected warmer head assembly suggests that the cause of the cracking is likely to be a known problem of incompatible cleaning solutions reacting with the (B)(4) plastic of the infant warmer. It is possible for residues of cleaning solution to contribute to a weakening of the plastic over time. The affected infant warmer is approximately 8 years old. The 900 series operating manual features a diagram of the infant warmer which highlights (B)(4) components and states the following cautions: "do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "The chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." Our cleaning instructions also recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components. A replacement head case assembly and upper harness connector have since been fitted on the subject warmer head before it was returned into service.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the upper head case of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the upper head case of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.